Event description:
The patient was transported to interventional radiology. The nurse in interventional radiology thought there was something wrong with the et tube and called for the respiratory therapist. The respiratory therapist determined the inner cannula separated from the flange and slipped down into the trachea. The pulmonologist removed the inner cannula with out incident and reinserted a new et tube.